Event description:
Surgeon advised of a peri-prosthesis fracture. Pt had primary surgery on (B)(6) 2015. Pt was returned to surgery on wednesday (B)(6) 2015. Plate and cables were applied to set the fracture. Amistem was left insitu. The surgeon said that if there was an issue with leg length, he may revisit the case at a later date and change the head. MFR#: (B)(4).